Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. The reporter stated that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1; date of submission: 11/07/2016. The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings. There were pump reboot events observed in the black box download. The battery compartment was cracked along the side of the pump. No damage was found to the battery cap. The battery cap attached securely to pump. The pump was exercised for 24 hours with no power issues occurring. Corrosion was observed in the battery compartment. The pump had leaks at the battery compartment. Moisture was found on the internal components of the pump.